Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is not available for evaluation as the stent was implanted in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported myocardial infarction and thrombosis are listed in the vision instructions for use in the adverse events section as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a maude report, that on (B)(6) 2012, the patient presented to the emergency room with chest pain and shortness of breath, having been seen previously that week in the emergency room with the same symptoms, previously placed stents (unspecified) in the proximal and mid right coronary artery (rca) were noted to be patent. However, severe disease to 95% was noted in the posterior descending artery (pda). Pre-dilatation was performed with several balloons, and a 3.0 x 28 vision rx stent was deployed with good results. The patient was discharged with anti-coagulant medications, including plavix. On (B)(6) 2012, the patient returned to the emergency room with st segment myocardial infarction (stemi). The patient had not been taking plavix. Angiography revealed patent stents in the proximal and mid rca; however the recently placed vision stent in the pda was noted to be 100% occluded with thrombus. Thrombectomy was performed with multiple passes achieving timi ii flow and inflations with 3.0 x 15 nc trek balloon restored timi iii flow. The patient was treated with medications including integrilin, angiomax, aspirin and plavix. The patient was discharged with instructions that he must take plavix for at least 4 weeks, before remaining on aspirin and coumadin alone. No additional information was provided.